Manufacturer narrative:
A getinge service representative reported that the iabp unit was cleared for clinical use, and was returned to the customer.

Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) had a blank display. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, e1(event site telephone), g4, g7, h2, h6(evaluation method codes), h10, h11. Corrected fields: h6(device codes).

Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) had a blank display. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse was able to reproduce the issue and replaced the pcb color video receiver and the iabp is working properly. The iabp has not been returned to the customer, the fse is waiting for a po from the customer.

Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) had a blank display. There was no patient involvement, and no adverse event reported.